Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that he thinks the pump got wet and it stopped working. Caller stated that the piece that connects the battery in might have been lost on the bus ride. Caller tested it 5 days later and it still was not working. Customer's current blood glucose was 150 mg/dl. Caller thinks that the pump was exposed to the ocean. Customer forgot to remove the pump and got in the water. There was no button error alarm present in the history or around the time that the pump was exposed to moisture. Caller cannot perform the self test since the pump cannot turn on. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with corroded electronic assemblies. No traces of moisture were noted at the motor assembly. The insulin pump was received with minor scratches on the display window.